Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was admitted to the hospital and an interrogation revealed premature rrt/eol.~~~~~~~~~